Event description:
Product analysis for the handheld device was performed an no anomalies associated with the handheld device were noting during testing using the ac adapter or the main battery with a full charge. The handheld device performed to functional specifications. Product analysis for the software was performed an no anomalies associated with flashcard software were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported by the physician that the vns programming system cannot interrogate vns generators. It was noted the physician's office has a new tablet programming system and the handheld programming system is unused. The handheld device and associated software were received by the manufacturer. Product analysis is suspected but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.